Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The patient was hospitalized for the event. During hospitalization, the patient was treated with three unknown antibiotics for the peritonitis. The patient was discharged to a rehabilitation facility. At the time of this report, the patient outcome was not reported. On an unreported date, pd therapy was discontinued ¿for a while¿. No additional information is available.